Event description:
Cerner cpoe - order entry screen for amphadase contained instructions for dilution and administration for vitrase. Pharmacist caught the error upon verification, reentered the appropriate order, and sent email to med safety pharmacist to have it corrected by it. (B)(6).